Event description:
Originally reported to FDA by user facility on (B)(6) 2013 per uf/importer report # (B)(4): frayed wires at the plug strain relief created a spark. Verified failure of broken wires on (B)(6) 2013: burned external insulation and wires were exposed.

Manufacturer narrative:
Upon the arrival at the site by the siemens service representative, it was discovered that biomed had replaced the cord. Siemens service engineer replaced the cord and the strain relief and then had biomed perform a leakage test on the system. The plug was arcing at the plug end. No one was injured. The most common cause for such an event is abuse where the cord is removed by pulling on the cord rather than the plug. Although our service engineer requested the material in question, the hospital stated that they had already discarded it making an investigation impossible.